Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the reported issue could be replicated. It was reported that when auto merging the exams they would not line up and are slightly off. It was stated that there was a small amount of ring artifact in the images. Site was able to merge on a different navigation system without issues. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to merge outside of a case. There was no patient present at the time of the issue. Representative reported that this navigation system was used as the scans did not merge very well on a different navigation system. However, the issue was that when the auto merge fails manualmerge is attempted to get the two scans to a closer match. Once that happens, we should be able to switch back to auto merge and the software should be able to make a better merge but instead it would revert back to the original poor merge.